Event description:
It was reported to philips that the system was unable to boot up properly. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.